Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The pt complained of a pressure in the bladder area during treatment. The event was mild in intensity and resolved the same day without treatment. Immediately post-procedure, the pt experienced a urinary clot and was not able to urinate. He had a foley catheter inserted to help empty his bladder, and was treated with proquin xr as a prophylaxis for infection. The event was moderate in intensity, and resolved in 2009. At about 5 days later, the pt tested positive from a urine culture for urinary tract infection. He was treated with antibiotics, cefdinir 300mg, and rocephin 1 mg. The event was moderate in intensity and is still listed as ongoing. It was reported that at the end of the treatment, the compression balloon did not deflate completely. The balloon was removed with difficulty. The treatment was completed successfully.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.